Event description:
On 12/16/2005-while torquing the dental implant into tooth location # 24, the implant got stuck in the pt's bone. The implant was not fully seated into place. On same day-the dental implant was removed from the pt's mouth. Three months later-the clinician was contacted and stated: he attempted to remove the implant from the pt's mouth by backing it out using a torque wrench, however the implant was not fully seated into place and stripped. Afterwards he used another tool to remove the implant. After the implant was removed the pt's bone was grafted with no complication to the pt.